Event description:
Rptr indicated that she unable to communicate with a vns pt's generator. There was no report of any pt symptoms. There was not adequate programming history to reliable determine if the generator was expected to be at end of svc. Attempts have been made to determine if the treating physician noticed that the elective replacement indicator = yes upon interrogation of the pt's device. The pt had surgery for a generator replacement. Attempts have been made to obtain the explanted generator.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to death or serious injury.